Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 219586406 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken 1.64 inches distal from the ECG connector; no ECG signal wires were broken inside the shaft. The tip and loop section were intact with no issue. In conclusion, the reported shaft kink could not be confirmed through visual analysis. The mapping catheter failed the returned product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was detected on the mapping catheter. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.